Event description:
The report received from the affiliate indicated that the pt was included in a clinical study. The report indicated that the day after the index procedure for implantation of a precise 10 x 40 mm carotid stent, the pt developed bradycardia/asystole. The pt was treated with the administration of atropine sulfate and recovered. The pt had no neurological symptoms and was discharged from the hospital four days after the procedure. The physician commented that the adverse event was likely due to carotid sinus reflex. There was no reported pt injury. The index procedure was elective with the indication being a symptomatic transient ischemic attack (tia). The target lesion was the left internal carotid artery (lica). The lesion was reported to be: a 96% stenosis, mild calcification, and not tortuous. The lesion was pre-dilated with a 4 mm unk balloon catheter at 8 atm. An angioguard embolic protection device was inserted for the procedure. A precise 10 x 40 mm stent was implanted without complication or device deviation. The stent was post-dilated with an unk 5 mm balloon catheter at 12 mm.

Manufacturer narrative:
The device was not returned for inspection. This study pt underwent carotid stent implantation and had bradycardia the day after the procedure. This is a male with medical history including hypertension and dm, cardiac infarction and arteriosclerosis obliterans. The target lesion was left internal carotid artery described as mildly calcified, non-tortuous, and 96% stenotic. An angioguard was inserted, tracked, deployed and retrieved without report of difficulties. The target lesion was pre-dilated with an unk balloon. One precise stent was implanted without report of difficulties. The target lesion was post-dilated with an unk balloon. The pt left the angio suite neurologically intact. The day after the procedure, the pt had an episode of bradycardia/asystole, treated with atropine. The heart rate recovered to normal with no further episodes of bradycardia. According to the physician, this likely occurred due to carotid sinus reflex. The stent remains implanted thus unavailable for analysis. The device remains implanted in the pt and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13412419 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Four units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. Nonconformance record was generated for an out of control point on the lcl yield graphic, which was caused by defect accumulation, but since the non conformance units were sent to scrap, the lot was liberated and the pths was closed. This nonconformance bares no relation to the complaint reported. Bradycardia and transient asystole are well known potential adverse events associated with the carotid stent implantation procedure. These symptoms can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. The symptoms can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the info suggests that pt and vessel factors may have contributed to the reported event. Please note that this is the initial/final report for this product.